Event description:
It was reported that an applicator deployment issue occurred. The sensor was inserted into the arm on (B)(6) 2025. The applicator was provided for investigation. An external visual inspection was performed and passed. The device was opened, and the internal visual inspection failed due to missing needle. The wearable was also provided for investigation. An external visual inspection was performed and passed. The allegation of applicator deployment was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Please disregard initial reporting of the g3 date received by mfg, as the information should have been correctly captured as 1/13/2025.

Event description:
Subsequent to the initial MDR, a correction is required.